Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at this time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of the batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint cannot be confirmed and no corrective actions can be implemented due the lack of a product sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the capio bullet suture was loaded, one of the bullets sheared off about 2 centimeters underneath the bullet and it was because when they plunged the capio device it was crooked, so it was ineffectively firing the bullet suture in the wrong direction. A second capio device of the same size was used to complete the case.